Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer was able to clear the alarm and complete the rewind process. During troubleshooting, customer was advised to assemble a new infusion set with current reservoir and insulin exited the tubing however, insulin did not exit the tubing with plunger push. Customer was instructed to try a new reservoir for testing with the current set. Customer manually pushed plunger slowly while keeping the reservoir straight and insulin exited the tubing. Customer was advised to rewind pump, place reservoir in pump and run load reservoir/fill tubing to a minimum of 5.0 units but the alarm reoccurred. No harm requiring medical intervention was reported. The device is expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.